Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic umbilical hernia repair on (B)(6) 2016 and mesh (10 x 15 cm) was utilized. Postoperatively the patient experienced continuous drainage and mesh protruding from the umbilicus, and had several pieces of mesh cut away that were protruding from his umbilicus. He developed a (B)(6) infection ((B)(6) 2016). On (B)(6) 2016 he had surgery to remove and replace the mesh. The mesh was found to be ¿in pieces and stuck¿ to the small bowel, abdominal wall and umbilicus. No additional information was provided.